Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in china on behalf of a healthcare facility reported that the tubing of an opt318 optiflow junior infant nasal cannula was detached during use on a patient. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the subject device, opt318 optiflow junior infant nasal cannula was discarded by the healthcare facility and not returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the photograph and description of events provided by the distributor, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph confirmed that one of the tunings of the subject device was detached at the cannula tube joint. Conclusion: our investigation was unable to determine the exact cause of the reported event. Based on our knowledge of the product the cannula was likely subjected to excessive force. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject opt318 optiflow junior infant nasal cannula would have met the required specifications at the time of release. The user instructions which accompany the opt318 optiflow junior infant nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube."

Event description:
A distributor in china on behalf of a healthcare facility reported that the tubing of an opt318 optiflow junior infant nasal cannula was detached during use on a patient. There was no reported patient consequence.